Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
The customer reported that a v60 ventilator was generating a loud resonance while performing pre-delivery checks. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
A international philips field service engineer (fse) confirmed and duplicated the problem via operational check. The international philips field service engineer (fse) replaced the blower assembly and the phenomenon was improved. No other abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.